Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue. The reporter alleged that ¿the pump was not working properly¿. Attempts to reach the reporter for further details and clarification were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation of the device not working per specifications.